Manufacturer narrative:
Upon further review, this file has been deemed a duplicate of report with patient identifier (B)(6). Going forward, all event and patient information will be reported out from the report with patient identifier (B)(6). No further reports will be submitted using this patient identifier - (B)(6).

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k camera head was producing a poor-quality image during procedure preparation. There was no patient harm reported as a result of this event.